Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. The patient was hospitalized with increased follow up and antibiotics were given through intravenous (IV). This lead was explanted. No additional adverse patient effects were reported.